Manufacturer narrative:
Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10nl. In the event reported, it was stated that during colonoscopy, image became distorted. No buttons were being used, no suction was depressed. Picture distorted, as if looking through a coke bottle. Throughout procedure picture had moments of clearness, then proceeding back to blurry images. No lube was used on attachments (to rule this out). The anomaly was detected in the procedure room during use. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.